Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the lot number was not reported. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated as 08/01/2024 d4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that for the past 3 to 4 weeks there have been issues with the copilot blledback control valve (bbcv). When using the device to monitor pressure, the copilot is connected to the guiding catheter or introducer sheath and the cap closed completely however it appeared that there was some type of leak as the pressure was not measured correctly. No fluid was actually observed leaking from the device; it was assumed there was a leak due to the drop in pressure. A non-abbott valve was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.